Manufacturer narrative:
Product complaint # (B)(4). The product has not been returned for evaluation and testing. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Concomitant med products: 4mm x 23mm enterprise 2 stent (enc402300/10812127), 7f 25cm super sheath (medikit) sheath introducer, 35inch 180cm satsuki (apt) guidewire, 7f 100cm optimo ((B)(4)) guiding catheter, okay y-connector (goodman) the customer contact information was not provided. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00527 & 1226348-2018-00528.

Event description:
A report was received that during a stent-assisted coil embolization of a dissecting vertebral artery aneurysm, after the 4mm x 23mm enterprise 2 (enc402300/10812127) stent was placed at the lesion and the coil embolization was planned, the stent was noted to be misaligned. The physician attempted to remove the stent but the distal marker got stuck and there was resistance felt when the stent was placed in the prowler select plus 45° microcatheter (unknown catalog and lot). The stent was replaced with another enterprise. After replacing the enterprise, ¿it was also removed once¿ and confirmed that there were no issues. Several coils were then placed in the aneurysm. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The patient¿s vessel was heavily tortuous and moderately calcified. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. A 7f 25cm super sheath (medikit) sheath introducer, a 35-inch 180cm satsuki (apt) guidewire, a 7f 100cm optimo ((B)(4)) guiding catheter, and an okay y-connector (goodman) were also used for the case. The enterprise stent will not be returned for analysis. The whereabouts of the prowler select plus microcatheter is not known. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the physician partially deployed the stent at the desired position but the physician was not satisfied with the position and wished to recapture the device and reposition. The stent was ¿migrated off¿. The issue did not require that the prowler select plus microcatheter be removed with the enterprise stent; therefore, there was no loss of cerebral target position associated with the event. The replacement enterprise was recaptured successfully, repositioned, and the final position was satisfactory. There was good wall apposition between all areas of the stent and the vessel. There was nothing unusual noted about the enterprise system prior to use. There was no difficulty encountered during introduction of the catheter of the guidewire prior to attempted use of the device. There was also no difficulty tracking the microcatheter to the target site. Excessive manipulation/torqueing was not required prior to introduction of the device. There was no evidence of vessel damage, trauma, or dissection related to the use of the devices. The user did not apply excessive force at any time during the case. The event did not result in a procedural delay. The prowler select plus was discarded by the site and is not available for return. (B)(6). Requests for additional information were made prior to the submission of the initial med watch with no reply. However, additional information was recently obtained and noted that the product event did not result in a loss of cerebral target position. Therefore, the product event no longer meets the criteria for medical device reporting. No further reports will be forthcoming. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00527 & 1226348-2018-00528.